Event description:
It was reported that during an unrelated patient hospitalization, atrial undersensing was observed while the patient was experiencing intrinsic ventricular fibrillation. The patient had been externally defibrillated prior to the hospital arrival. Following treatment for the ventricular fibrillation, the lead exhibited normal characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.